Manufacturer narrative:
The csr stated that the site had discarded the instrument; hence the endowrist vessel sealer instrument will not be returned for failure analysis. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon alleged that the endowrist vessel sealer instrument was not sealing adequately. The surgeon reportedly converted the da vinci-assisted surgical procedure to open surgery in order to control bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during an un-recorded da vinci assisted left sigmoid colectomy for diverticulitis procedure, the endowrist vessel sealer instrument did not seal and the surgeon made the decision to convert the surgical procedure to an open traditional surgery. On 11/29/2016, an intuitive surgical, inc. (Isi) clinical sales representative ( csr) who was present during the procedure and stated that the endowrist vessel sealer instrument worked without any issues up until the event occurred. However when the surgeon went to cut after a seal, there was bleeding. The csr could not quantify the amount of bleeding nor confirm the vessel that was bleeding; he believes it could have been either the inferior mesenteric artery (ima) or one of its branches. It was the surgeon's choice not to use another endowrist vessel sealer instrument since the vessel was retracting and just to be safe the surgeon made the decision to convert to an open traditional procedure to control the bleeding. He also stated that by the time the surgeon converted to an open traditional procedure the bleeding had reduced and the surgeon applied pressure to arrest the bleeding. He also confirmed that the size of the vessel and the integrity of the tissue was not an issue. He confirmed that they heard the audible tones indicating the sealing cycle was complete; however, did not see any tissue effect and no messages on the erbe generator indicating that the sealing was insufficient. No blood transfusions were administered.